Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the catheter shaft separated during use. No pt injury was reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 61 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were multiple kinks in the hypotube, 5 mm, 1.5 cm proximal to the guide wire exit notch, 2 cm distal to the separation, 5 mm, 50 cm, and 59 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.